Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple minimum fill notifications were received. Reportedly, the cartridge had been filled with 150-200 units of insulin. A new cartridge was loaded and a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the new cartridge had been filled with 250-300 units of insulin. A third cartridge was successfully loaded resolving the issues. The customer's current blood glucose level was 185mg/dl.